Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus europa (B)(4). The evaluation by (B)(4) confirmed there were many scratches within the biopsy forceps channel and physical damage on the distal cover of the insertion portion. The subject device was sent to a third party laboratory for microbiological testing and the testing indicated no microorganism growth for the subject device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for uncertain bacteria. Omsc has been followed up the facility to obtain additional information but no information was obtained to date. However, there was no infection report associated with this report.